Event description:
The target lesion was mid right coronary artery (rca). The vessel was a de-novo, concentric, bifurcated, flexion and tortuous lesion. Aha/acc classification of the vessel was type c. The lesion length was 40mm and vessel diameter was 3.2mm. The procedure was an emergent case due to acute myocardial infarction (ami). Pre-dilatation was conducted with a balloon (2.5/15mm) at 20 atm for 30 seconds. First cypher (3.0/33mm) was implanted at 20atm for 30 seconds. Second cypher (3.0/13mm) was implanted at 20atm for 30 seconds proximal to the 1st cypher overlapping it. Post-dilatation was conducted with a balloon (3.25/15mm) at 20 atm for 30 seconds. Ivus was conducted. The residual % of stenosis was 25%. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. Five days post-procedure, the patient complained of chest discomfort and came to the hospital. Cag was conducted and thrombus was observed in the cypher. To treat the thrombus, aspiration and poba was conducted with a balloon (3.25/20mm) at 20atm. The patient recovered and was discharged from the hospital five days later.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated MFR report number is 9616099-2008-00433. Add'l info will be submitted within 30 days of receipt.